Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was successfully implanted in a patient with pre-existing renal failure. There was no difficulty experienced implanting the 22mm amplatzer amulet occluder the patient was discharged following the implant. 3 hours post-discharge, it was noted that the patient was found deceased. There were no symptoms noted by family members. The cause of death is unknown. It's noted that the patient was on dialysis prior to procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2 - date of death: death date is estimated as it is not confirmed.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet occluder was successfully implanted in a patient with pre-existing renal failure. There was no difficulty experienced implanting the 22mm amplatzer amulet occluder the patient was discharged following the implant. 3 hours post-discharge, it was noted that the patient was found deceased. There were no symptoms noted by family members. The cause of death is unknown. It's noted that the patient was on dialysis prior to procedure. No additional information was provided. Subsequent to the previously filed report, additional information was received that the patient's death date was on (B)(6) 2025, and the death was sudden. The cause of death remains unknown as there was no autopsy. There was no clinically significant delay in procedure reported. No additional information was provided.

Manufacturer narrative:
An event of patient death 3-hours post discharge was reported. Information from indicated that the patient had existing health issues such as renal failure/dialysis. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by medical director. The possible cause might be due to a pulmonary artery injury, acute device embolization with obstruction of the left ventricular outflow tract (lvot) and/or inducing a ventricular arrhythmia, or sudden cardiac arrest due to ventricular fibrillation. However, this cannot be confirmed in the absence of an autopsy. Based on the information received, the cause for the reported death could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4580 insufficient information.